Event description:
Per the clinic, the patient experienced an infection at the implant site, secondary to a tympanic membrane perforation with a visible migrated electrode array in the middle ear canal. Subsequently, the device was explanted on (b)(6) 2026, during the same procedure in which the tympanic membrane was repaired. Additional information has been requested but has not been made available as of the date of this report.